Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: this complaint was opened based on information detected in the imaging review for (B)(4). A 67 year old male patient with severe systemic disease underwent a tevar procedure to treat a thoracic aortic aneurysm where a zta-p-40-217 was implanted in zone 3 on (B)(6) 2015. On (B)(6) 2017 (529 days post procedure) a follow up CT scan showed aneurysm enlargement; however, no abnormalities were observed. A follow-up CT on (B)(6) 2017 (787 days post-procedure) revealed a distal type b endoleak (pr250867), which was considered to have caused the aneurysm enlargement. A secondary procedure was performed 1 month later with placement of a zta-p-42-225 (complaint device) as a distal extension. The imaging review reveals that, on the 1 week post-secondary intervention CT the complaint device appears to have adequate overlap, but lands in an aneurysmal segment of the distal thoracic aorta, resulting in lack of any distal graft wall apposition. The thoracic aortic diameter at the distal landing zone of the extension component expands from 52 mm at 27 months to 66 mm at 39 months. It was reported that the hospital is aware of the growing aneurysm and open surgery is planned. Review of the device history record gave no indication of the device being produced outside of specifications. Two CT scans were provided for the investigation and were reviewed by an imaging expert. A CT-scan performed 1 week after the secondary procedure (27 months post primary procedure) and 39-months post-primary procedure. Per the findings of the first CT-scan there is significant tortuosity of the thoracic aorta, including a severe 93-degree angulation of the mid thoracic aorta involving the distal zta graft. The distal edge of the 2nd component lands just above an 81-degree angulation in the distal thoracic aorta. The distal graft measures 40 mm in diameter but lacks any circumferential wall apposition, as the thoracic aorta measures 52 mm at this distal landing zone. The taa sac appears to terminate just distal to the distal component, though no distal endoleak is evident. The second CT scan is a 39-month postoperative study and 1 year after the secondary intervention. The aortic diameter at the distal landing zone now measures 66 x 58 mm with no distal graft wall apposition. An endoleak cannot be assessed due to lack of contrast enhancement. Per the IFU sent with the device the zta-p-42-225 is indicated for the endovascular treatment of patients with isolated lesions of the descending thoracic aorta (not including dissections) having vascular anatomy suitable for endovascular repair, including non-aneurysmal aortic segments proximal and distal to the thoracic lesion with a length of at least 20 mm, and with a diameter no smaller than 15 mm and no larger than 42 mm. Key anatomic elements that may affect successful exclusion of the thoracic aortic lesion include severe angulation (radius of curvature < 20 mm and localized angulation > 45 degrees). Strict adherence to the zenith alpha thoracic endovascular graft IFU sizing guide both in terms of component diameter as well as component type/length is strongly recommended in order to mitigate the risk for events (e.g., migration, endoleak, aneurysm growth) that could result from selecting inappropriate device sizes. A likely cause for this event is related to the user, as the complaint device was placed in an anatomy that was outside the instructions for use, causing inadequate distal fixation and aneurysmal growth. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 21may2021: on (B)(6) 2019 (1379 days post-procedure) the patient had a vascular event of aneurysmal growth below the previous aortic stent graft. The event was treated in another secondary intervention (on (B)(6) 2019) not related to tevar, specified by the site as: ¿a subrenal aorto-aortic graft with removal of the old thoracic stent graft, by thoracophenolombotomy, under peripheral ECMO by cannulation at the level of the left scarpa.¿ the site indicated that the event was not related either to study device or procedure. (B)(6) 2019 (1545 days post-procedure) the patient had a vascular event of thrombosis. The event was treated with medication and transfusion. The event was considered being not related to study device or procedure. Following comment was made by the site: ¿thombosis of the coeliac trunk and upper mesenteric with recourse to curative anticoagulation, hematemesis on multiple gastric ulcers, late vamp documented and treated in an adapted manner, repeated difficult respiratory withdrawal on mucous plugs, with the persistence of severe hypertension under antihypertensive quadritherapy following the removal of the old thoracic stent.¿ the site has been asked to confirm if these two new events is related to the earlier aneurysm expansion, no answer has been provided yet.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: this complaint was opened based on information detected in the imaging review for (B)(4). (FDA ref# (B)(4)) a 67 year old male patient with severe systemic disease underwent a tevar procedure to treat a thoracic aortic aneurysm where a zta-p-40-217 was implanted in zone 3 on (B)(6) 2015. On (B)(6) 2017 (529 days post procedure) a follow up CT scan showed aneurysm enlargement, however, no abnormalities were observed. A follow-up CT on (B)(6) 2017 (787 days post-procedure) revealed a distal type b endoleak ((B)(4)), which was considered to have caused the aneurysm enlargement. A secondary procedure was performed 1 month later with placement of a zta-p-42-225 (complaint device) as a distal extension. The imaging review reveals that, on the 1 week post-secondary intervention CT the complaint device appears to have adequate overlap, but lands in an aneurysmal segment of the distal thoracic aorta, resulting in lack of any distal graft wall apposition. The thoracic aortic diameter at the distal landing zone of the extension component expands from 52 mm at 27 months to 66 mm at 39 months. It was reported that the hospital is aware of the growing aneurysm and open surgery is planned. Review of the device history record gave no indication of the device being produced outside of specifications. Two CT scans were provided for the investigation and were reviewed by an imaging expert. A CT-scan performed 1 week after the secondary procedure (27 months post primary procedure) and 39-months post-primary procedure. Per the findings of the first CT-scan there is significant tortuosity of the thoracic aorta, including a severe 93-degree angulation of the mid thoracic aorta involving the distal zta graft. The distal edge of the 2nd component lands just above an 81-degree angulation in the distal thoracic aorta. The distal graft measures 40 mm in diameter but lacks any circumferential wall apposition, as the thoracic aorta measures 52 mm at this distal landing zone. The taa sac appears to terminate just distal to the distal component, though no distal endoleak is evident. The second CT scan is a 39-month postoperative study and 1 year after the secondary intervention. The aortic diameter at the distal landing zone now measures 66 x 58 mm with no distal graft wall apposition. An endoleak cannot be assessed due to lack of contrast enhancement. Per the IFU sent with the device the zta-p-42-225 is indicated for the endovascular treatment of patients with isolated lesions of the descending thoracic aorta (not including dissections) having vascular anatomy suitable for endovascular repair, including non-aneurysmal aortic segments proximal and distal to the thoracic lesion with a length of at least 20 mm, and with a diameter no smaller than 15 mm and no larger than 42 mm. Key anatomic elements that may affect successful exclusion of the thoracic aortic lesion include severe angulation (radius of curvature < 20 mm and localized angulation > 45 degrees). Strict adherence to the zenith alpha thoracic endovascular graft IFU sizing guide both in terms of component diameter as well as component type/length is strongly recommended in order to mitigate the risk for events (e.g., migration, endoleak, aneurysm growth) that could result from selecting inappropriate device sizes. A likely cause for this event is related to the user, as the complaint device was placed in an anatomy that was outside the instructions for use, causing inadequate distal fixation and aneurysmal growth. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Similar to device under PMA/510(k) k140016. Investigation is still in progress.

Event description:
Description of event according to study: endoleak type 1 with aneurysmal growth. At time of enrollment the patient presented with a thoracic aortic aneurysm >= 6 mm. On (B)(6) 2015 (162 days pre-procedure), the pre-procedure imaging was performed. It showed no circumferential calcifications of main access vessel but vessel wall thrombosis in the distal aortic neck > 50% of circumference, was observed. The maximum aneurysm diameter was 55 mm. The proximal neck diameter was 33 mm. The proximal neck length was 42 mm. The distal neck diameter was 35 mm. The distal neck length was 125 mm. On (B)(6) 2015 the patient underwent surgery due to his thoracic aortic aneurysm. Following component was implanted successfully during the index procedure: one proximal component (catalog # zta-p-40-217, lot # e3359249). Left subclavian artery (lsa) was not covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 3. No additional procedures were performed during index procedure. On (B)(6) 2015 (5 days post-procedure), a follow-up CT-scan was performed. It showed a maximum aneurysm diameter of 53 mm. No abnormalities were observed on the imaging. On (B)(6) 2017 (529 days post-procedure), a follow-up CT-scan was performed. It showed a maximum aneurysm diameter of 76 mm. No abnormalities were observed on the imaging. On (B)(6) 2017 (787 days post-procedure), a follow-up CT-scan was performed. It showed a maximum aneurysm diameter of 75 mm. A distal endoleak type 1b distal was observed on the imaging. This endoleak was considered to have caused an aneurysmal growth below the device. ((B)(4)) the patient was hospitalized for the secondary intervention (B)(6) 2017. A distal extension was placed. (Zta-p-42-255). Additional information from imaging review of (B)(4) ¿the distal extension component appears to have adequate overlap but also lands in an aneurysmal segment of the distal thoracic aorta, resulting in lack of any distal graft wall apposition. The thoracic aortic diameter at the distal landing zone of the extension component expands from 52 mm at 27 months to 66 mm at 39 months.¿((B)(4)). It is noted from the imaging review that the distal graft measures 40 mm in diameter. Additional information received 17sep2019 extension device was a zta-p-42-225. Patient outcome: the patient remains in the study. The hospital is aware of the growing aneurism and a surgical procedure (open surgery) is planned.